Manufacturer narrative:
The device was evaluated and evaluation found water tightness was lost due to deformation of suction connector. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: upward/downward angulation control knob could not be locked securely due to wear of forceps elevator; elevator channel plug was loose; insulation resistance value did not meet the standard value due to detachment of acoustic lens; light guide lens had a crack and an adhesive on bending section cover had wear. The investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that air and water channel was loose (leaking) in the ultrasound gastrovideoscope. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found an acoustic lens was damaged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturing date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, root cause of the damaged acoustic lens identified during the evaluation cannot be determined. Olympus will continue to monitor field performance for this device.